Event description:
Event description cpi received information that an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) system exhibited oversensing shortly after implant. Further invasive surgery was performed and it was discovered that the rate-sense portion of the lead appeared to be fractured due to severe bending. The rate-sense portion of the lead was capped and replaced with another lead. The system remains implanted.